Event description:
The customer was returning their unit to elsg for svc. The unit had blue cable failure. No further info is available. There was no reported pt consequence. Elsg order number is 05.2685. RMA 10005293.